Manufacturer narrative:
Device is combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-10536. It was reported that a thrombus accumulation and st elevation myocardial infarction occurred. The target lesion was located in the right coronary artery (rca). A synergy coronary drug-eluting stent was used during a percutaneous coronary intervention (pci) procedure. After pci was completed, thrombus accumulation and slow flow at the newly implanted stent occurred. An st elevation myocardial infarction at the rca was noted. The procedure was completed with reopening the vessels with non-compliant balloons. No further patient complications were reported and the patient¿s status is stable.